Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that during pretest the fio2 values were out of specification. When he tried to calibrate the transducers they would not move or calibrate. No patient involvement.